Event description:
During postdilatation of the cypher stent, the world pass (wp) plus balloon could not be inflated. The target site was the right coronary artery with 92% stenosis. Vessel diameter was 3.0 and lesion length was 18mm. The cypher stent was deployed without incident and postidilatation was attempted with the wp plus dilatation catheter. However, the balloon would not inflate with 8 atmospheres of pressure for 5 seconds. Of note, no inflation device was used. The device was withdrawn and another wp balloon was used to complete the procedure. There were no adverse effects to the male patient. The device is available and will be returned for analysis. The device was returned for analysis and during functional analysis, a leakage was observed just distal to the transition seal entrance. Thus making this complaint reportable under medical regulations.

Manufacturer narrative:
During a coronary intervention, a world pass+ ptca balloon catheter would not inflate past 8atm. The procedure was completed with another balloon and no patient injury occurred. The balloon was being used to post-dilate a cypher stent; a bmw guidewire was in place. No anomalies had been noted prior to use and there was no report of difficulty maintaining negative pressure during prep. A clinically used 2.0/15mm world pass+ ptca balloon catheter was received for analysis. Inflation medium as well as blood traces were observed inside the inflation lumen as well as inside of the balloon. During the balloon inflation test, a leakage was observed just distal to the transition seal entrance. Scanning electron microscopy performed on shaft material revealed evidence of surface abrasions that might have caused the interbody/guidewire lumen leakage. This damage was probably caused when the unit was backloaded over a guidewire. The complaint was confirmed. Review of the available information suggests procedural factors may have contributed to this event. There are no indications that the shaft damage is related to the manufacturing process. This device cannot be legally distributed in the united states; however, it is similar to the ptca dilation catheters that are marketed in the united states.